Event description:
It was reported that a fluid like substance was found coming from the head of a system 7 sag saw during a surgical procedure, prior to use on patient, at the user facility. The case was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event, a fluid like substance came off the sag head, was confirmed through visual inspection by a manufacturer service technician,the presence of a substance being emitted from the handpiece is likely to be caused or contributed to by fluid inside of the device, which could have been caused by improper cleaning and sterilization practices at the account site.